Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was programmed for a 30 minute infusion and stopped when not intended during therapy (medication, dose, programmed amount and delivery rate unknown). The device had to be programmed 2 more times until finally infused during delivery. The problem was found in the oncology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.